Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10 UDI : (B)(4). The valve was received for evaluation. Review of the history device records - conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected with no defects noted. The valve passed the test for programming, occlusion, leak, and siphon guard. The valve failed the test for reflux and pressure. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the ruby ball, on the seat of the ruby ball, on the cam mechanism and on the base plate. The root cause for the pressure issue noted during investigation is due to the biological debris found on the spring, on the ruby ball, on the seat of the ruby ball, on the cam mechanism and on the base plate, the biological debris was not letting the ruby ball sit correctly. The root cause for the problem reported by the customer could not be determined as the problem is based on a non-codman device. Between (B)(6)2019 and (B)(6)2020 , approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period (B)(6)2019 through (B)(6)2020 . Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on (B)(6)2020 to report these issues regarding MDR reports.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the lumbar catheter was fractured: the hakim valve was implanted on (B)(6) 2013 due to idiopathic normal pressure hydrocephalus (inph) via l-p shunt with an unknown initial setting. The valve was used with the silascon® lumbar catheter (manufactured by kaneka). On (B)(6) 2019 the valve was replaced with a new certas valve with an unknown setting due to the lumbar catheter fracture. No patient symptoms were reported.